Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case and right plunger. An accuracy test and position verification were performed as part of the functional testing and the device delivery worked as intended. The reported issue was not duplicated as the customer did not clear the previous volume delivery (clear tvd) of each infusion and as a result the program or volume delivery (tvd) kept accumulating each time the device ran an infusion. Preventive maintenance and functional testing were performed along with replacing the top case, plunger case, battery, lead screw, and clutch halves for the clutch errors found during repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had incorrect dosage delivered. No adverse patient effects were reported by the customer.